Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("add gel/replaced belt" messages) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to rear therapy electrode (te) was cut and completely separated from the rear therapy electrodes. The damaged cable caused the "add gel/replaced belt" messages. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.